Event description:
During an implant procedure, it was noted that the wrench was stuck in the set screw of the device. While attempting to detach the wrench from the set screw, the silicon piece of the device was detached. The device was not implanted and a new device was implanted to resolve the event. The patient was stable with no adverse consequences reported.

Manufacturer narrative:
The reported event of difficulty disengaging the torque wrench from the device was not confirmed. The device was received in normal range of operation. Visual inspections of the set screw revealed indents caused by an improper insertion of the torque wrench. This is consistent with difficulty in disengaging the torque wrench from the set screw. Inspection and functional testing of the returned torque wrench found no anomalies. Both the temperature cycle and vibration tests were performed and indicated that device exhibited normal device characteristics. The longevity assessment was also performed and device was in the normal range of operation with appropriate remaining longevity.